Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket had (B)(4) broken wires detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was unable to be fully retracted due to the 2 broken wires remaining outside of the sheath. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. Clear liquid was present within the device catheter as well as dried contrast on the catheter and basket wires. No other anomalies were detected. A lab meeting was held with production leadership on (B)(6) 2023 and with production engineering on (B)(6) 2023. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the two broken basket wires was traced to the soldering process. Based on the visual examination it appears the basket wires were embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic stone extraction, the physician used a cook memory eight wire basket. It was reported that the user noticed that a part of the basket wire came undone, so he stopped using it and replaced it with another manufacturer's device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.